Event description:
Bilateral patient. Litigation alleges that patient began to experienced pain in his left hip. Update: (B)(6) 2012 - the sales rep has reported the revision surgery for the left side. Patient was revised to address acetabular cup loosening and pain. Report did note that patient had fallen and broke his right side femur, which was then plated with cables. Update: 6/12/2012 - medical records were received. The revision operative report indicated there was corrosion in the head and trunnion area. The complaint was reopened to add the stem and adapter sleeve.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.